Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the groin balloon dissection in a laparoscopic inguinal hernia procedure, the balloon did not inflate due to the device not sealing on top. To resolve the issue in order to complete the case, they had to open another item. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the obturator was received. The inflation syringe was received. The insufflation bulb was received. The lock collar and trocar balloon appeared intact. The dissector balloon appeared intact. Pmv performed functional testing; the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.